Event description:
It was reported by the plaintiff's atty that the plaintiff allegedly experienced infection, bowel problems, dyspareunia, emotional distress, a product problem, injury, and frequency. Additionally, it was reported that the plaintiff experienced dysuria associated symptoms including general malaise, sensation of incomplete emptying of the bladder, pelvic pain, urinary frequency, ,vaginal atrophy, urethral stricture, lower urinary tract infection and mesh in the vaginal wall which was not extruded. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR report # 2183959-2014-30245.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Lawyer filed report.